Manufacturer narrative:
Product investigation is in progress

Event description:
Went to pull it out, (the string came out) without the tampon [foreign body in reproductive tract]. It was rough and looked like sandpaper-vagina [vulvovaginal injury] hurt-vagina [vulvovaginal pain]. Went to pull it out, the string came out (without the tampon), it broke [device breakage]. Went to pull it out, the string came out without the tampon [complication of device removal]. Case narrative: consumer reported via phone that she pulled the string and it broke. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Went to pull it out, (the string came out) without the tampon [foreign body in reproductive tract] it was rough and looked like sandpaper-vagina [vulvovaginal injury] hurt-vagina [vulvovaginal pain] went to pull it out, the string came out (without the tampon), it broke [device breakage] went to pull it out, the string came out without the tampon [complication of device removal] case narrative: consumer reported via phone that she pulled the string and it broke. No serious injury was reported.